Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the distal end had residual liquid, the light guide lens adhesive had foreign material, and the objective lens adhesive had foreign material.this report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process the distal end had residual liquid, the light guide lens adhesive had foreign material, and the objective lens adhesive had foreign material, the scope cylinder had no color, the grip had a scratch, the switch box had a scratch, the plug unit was damaged, due to a dent on the k-pipe, the forceps elevator did not move smoothly, the distal end was shaved, the adhesive around the light guide lens had discoloration, the adhesive around the objective lens had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.